Manufacturer narrative:
Per the clinic, short circuits were noted on 2 electrodes. There were plans to explant the device. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device. Correction: the correct expiration date (d4) is june 02, 2013; not june 02, 2014 as previously reported.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 03, 2024.